Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. Eval summary: insufficient info was provided to determine the root cause of this event. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the nail was fractured at the distal hole because the pt fell.